Event description:
It was reported to philips that the heartstart xl+ monitor / defibrillator could not discharge during the rescue efforts of a patient in cardiopulmonary arrest and the patient experienced an outcome of death. Based on the information captured within the complaint file, this patient of unknown age and gender was found dead at 0200 on (B)(6) 2019, due to experiencing a myocardial infarction. Once found, hospital staff initiated cardiopulmonary resuscitation efforts using a heartstart xl+ monitor / defibrillator. Despite the rescue efforts, the patient failed to experience a return of spontaneous circulation (rosc), and was not revived. There was no allegation against any philips products and the patient¿s experience of myocardial infarction and their outcome of death. The reporter stated that the device did not cause the patient's adverse event or outcome.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl+ monitor / defibrillator could not discharge during the rescue efforts of a patient in cardiopulmonary arrest and the patient experienced an outcome of death. Additional details have been requested.